Event description:
It was reported that the ventilator failed internal leakage test with a message 'pressure transducer difference 5 cmh2o' during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The ventilator failed internal leakage test during pre-use check (puc). Our field service engineer has investigated the reported machine on site. The inspiratory pressure transducer printed circuit board (pcb) has been replaced to resolve the issue and sent back for investigation. The logs provided confirm the reported failure of the internal leakage test during puc and also show the failure of the pressure transducer test during puc. The returned pressure transducer pcb has been tested in a ventilator. The pre-use check failed with internal leakage and pressure transducer tests. It was not possible to perform ventilation. The pressure sensor has been measured with a multimeter. The voltage at zero pressure was 11,4 v which shows a defective pressure sensor. The wheatstone bridge for the sensor bonding points shows no major drift: microscopic examination showed visual evidence of contamination or staining on the back of the pcb and high level of particle contamination on the sensor surface and inside the sensor cavity. The source or the type of liquid is unknown. A correction of field # d1 brand name, # d4 version or model #. D1 ¿ brand name ¿ previous brand name: servo-I. Corrected brand name: servo-I base unit d4 ¿ version or model # - previous version or model #: servo-I. Corrected version or model #: 6487800 the UDI information is not available since the device was manufactured before 2015.